Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A proglide plunger was received by abbott. Returned device analysis identified the proximal portion of the posterior needle tip appears to be cut [separated]. A device in this condition would likely result in a suture retrieval issue. Follow up with the account was attempted; however, no additional information was able to be provided regarding this device. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a tip separation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.